Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.317 ohms. The acceptance criterion for this test is < 0.1 ohm. A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed during testing. The power filter module was replaced, as the probable cause was determined to be component failure. After the power filter module was replaced, the ground resistance test failed again measuring 0.155 ohms. The power filter and communication port screws were then tightened, after which the device passed the ground resistance test with a measured value of 0.093 ohm, which is within specification. CAPA-34 was initiated to investigate the root cause of the ground resistance test failure. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.317 ohms. The acceptance range for this test is < 0.1 ohm. No patient involvement was reported.